Event description:
During a robotic procedure, the operating room (or) table was in trendelenburg position when it began to move on its own. The foot end of the table began to lower. The pa immediately removed the robotic laparoscopic arms from the patient, while the crna cut the power to the surgical table ending the movement. The pa, attending, and resident examined the patient laparoscopically and confirmed that there was no harm to the patient. The bed was removed from the operating room (or) after the procedure and sent to the biomed department for repairs.